Manufacturer narrative:
Batch review performed on 17 october 2019: lot 188879: 44 items manufactured and released on 06-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a cup that had not ingrown properly. The surgeon revised the acetabular shell and the liner with competitor products, almost 3 months after primary. The surgery was completed successfully.